Event description:
Pt underwent single level procedure and developed a osteolytic void requiring a return to surgery with revision anterior surgery. Pt underwent a revision surgery although the date is unknown.